Event description:
A dislodged catheter was reported. Patient experienced loss of feeling from his hips down to his feet. 3-4 months later, a dye study was done. At the dye study, the healthcare provider (hcp) could not see the tip of the catheter; no intervention was suggested at the time. The following day patient experienced "massive pain" and was referred to a neurosurgeon by his family doctor. Two days later a catheter revision was done. It was determined that the catheter was buried and pinned in the spine. Per the reporter, "they chipped the bone and yet there was no feeling in the waist down and severe pain from the waist up". Currently, patient is seen by the pa (physician assistant) at his pump refills.

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted on: 2002-(B)(6), explanted on: unk.